Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient orders were not crossed over. A technical support specialist dialed into server; found no disconnected flag as server might have been rebooted, restarted external messaging & net transmission control protocol and confirmed messages were available for processing, checked for patient-on-patient encounter system; no callback received from customer, proceeded to close case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient and orders were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.